Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form, sticker sheets and medical records received via cd shipment last 08 apr 2019. After review of medical records, the patient was revised to address right hip pain, stiffness, instability and metal-on-metal disease. Operative findings include approximately 200 ml of brown fluid, a large pseudotumor, trunnionosis around the trunnion at the head and neck junction and large amount of metallosis between the cup and liner. Pathology reports confirm the metallosis. Radiograph impression of the right hip, greater trochanter insufficiency fracture with osteolysis around the proximal aspect of the femoral component. Patient previously had a resurfacing hip. Manufacturer unknown. Doi: (B)(6) 2006; dor: (B)(6) 2016; (right hip).